Manufacturer narrative:
The unit alarmed a64 during self test due to faulty y1 on rf board. The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a failed self test alarm from her insulin pump. Her blood glucose level was 117 mg/dl. Standard troubleshooting was performed. The product was returned. Nothing further was reported.